Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("acute abdominal pain"), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations") and genital haemorrhage ("bleedings") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Further company follow-up with the lawyer or consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain/ pain on deep palpation in the epigastric and hypogastric regions'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations') and genital haemorrhage ('bleedings') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2007, normal newborn (by spontaneous delivery, weight at birth 4000 g, breastfed; regular development in infancy.), menarche (when she was 12 and with regular menstrual cycles.), surgical menopause (she was 51.), multigravida, parity 3 (three spontaneous births at term in 1999, 2003 and 2008.), smoker (from age 16 to 30 years.), diet failure, exanthema, contraindicated product administered (oral contraceptives contraindicated.) And postpartum venous thrombosis. Denies allergies to medicines. Previously administered products included for hypothyroidism: tyrosina 100; for an unreported indication: dibase. Concurrent conditions included dietary control, nickel sensitivity, allergy to metals and allergy to metals. Family history included non-hodgkin's lymphoma (patient´s mother), hypertensive (patient´s father) and colon cancer (patient´s father). In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain / chronic lumbar pain / slightly lordotic increase of lumbar spine / right lumbar pain from calculus in the right pyelum"), arthralgia ("joint pain (knees, hands, feet and arms) / pain in right leg / left leg pain / pain in right foot"), nausea ("nausea / frequent nausea"), vomiting ("vomiting"), alopecia ("loss of hair / hair loss"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido / loss of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight "), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing) / "), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), perioral dermatitis ("skin rashes in the forms of hives and rosacea"), urticaria ("skin rashes in the forms of hives and rosacea"), fibromyalgia ("fibromyalgia symptoms / pains compatible with fibromyalgia"), hypothyroidism ("gradual worsening of hypothyroidism"), asthenia ("profound asthenia with dyspnoea at minimum effort / mental and physical asthenia"), dyspnoea exertional ("profound asthenia with dyspnoea at minimum effort"), abdominal distension ("general bloating"), device breakage ("dental problems with broken dental bridge with subsequent mandibular contracture"), trismus ("dental problems with broken dental bridge with subsequent mandibular contracture / lockjaw"), cognitive disorder ("clear cognitive deterioration / slower mental processes"), panic attack ("panic attacks"), depressed mood ("low mood / deflated mood / significant reduction of self-esteem"), micturition urgency ("urgent urination"), pollakiuria ("hyperactive bladder / frequent urination"), dyspareunia ("dyspareunia"), blindness ("vision loss"), menometrorrhagia ("menometrorrhagia with shortened cycles"), polymenorrhoea ("menometrorrhagia with shortened cycles"), dyspepsia ("dyspepsia"), irritable bowel syndrome ("irritable colon"), weight loss poor ("impossible weight loss in spite of attention to diet"), anxiety ("state of anxiety"), musculoskeletal pain ("valleix phenomena in gluteus (maximus and medius) on the right ++ / right gluteal pain with multiple disc protusions"), dysuria ("dysuria"), headache ("headache"), myofascial pain syndrome ("myofascial pain") and disturbance in attention ("attention disorders") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with citalopram and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, nausea, vomiting, tooth loss, hypersensitivity, food intolerance, syncope, insomnia, libido decreased, tachycardia, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, dizziness, migraine, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown, the groin pain, arthralgia, alopecia, affective disorder, depression, paraesthesia and hypothyroidism was resolving, the back pain, amnesia, asthenia, cognitive disorder, depressed mood, pollakiuria, musculoskeletal pain, dysuria, headache, myofascial pain syndrome and disturbance in attention had not resolved and the fatigue, weight fluctuation, urticaria, fibromyalgia, abdominal distension, trismus, panic attack, dyspepsia, irritable bowel syndrome and weight loss poor had resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, blindness, cognitive disorder, cystitis, depressed mood, depression, dermatitis, device breakage, disturbance in attention, dizziness, dyspareunia, dyspepsia, dyspnoea exertional, dysuria, ear disorder, fatigue, fibromyalgia, food intolerance, genital haemorrhage, genital injury, groin pain, headache, hyperhidrosis, hypersensitivity, hypothyroidism, insomnia, irritable bowel syndrome, joint swelling, libido decreased, menometrorrhagia, menstruation irregular, micturition urgency, migraine, musculoskeletal pain, myofascial pain syndrome, nausea, panic attack, paraesthesia, perioral dermatitis, peripheral swelling, pollakiuria, polymenorrhoea, syncope, tachycardia, tooth loss, trismus, urticaria, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight fluctuation and weight loss poor to be related to essure. The reporter commented: that citalopram also caused loss of libido. She also reported that the first symptoms had appeared on the end of 2009 affecting primarily the digestive tract, then dermatological, hematological, dental, endocrinological and then psychiatric-psychological and also reported phoniatric changes. She also reported that postoperative course (total hysterectomy with bilateral salpingectomy) was normal. The patient currently maintains a situation of mental and physical well-being which evidently benefited from the intervention to remove the devices via hysterectomy and that immediately after removal, the majority of the health problems progressively disappeared. Mentioned changes in endocrinological conditions (thyroid and parathyroid). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Biopsy cervix - on an unknown date: cervical intraepithelial neoplasia 3 diagnosis. Hysterosalpingogram - in (B)(6) 2009: outcome of bilateral tubal closure and essure in place. Physical examination - on an unknown date: multiparous external genitals regular, skin of genitals unaffected by inflammatory disease. Vagina regular with vault well attached and well suspended. Uterine appendage sites free, currently no discharge, abdomen soft and non-tender. Further company follow-up with the lawyer or other health professional is not possible. Most recent follow-up information incorporated above includes: on 20-nov-2020: two new reporters (physicians) were added and was also mentioned that the consumer is a nurse. Medical history, family medical history, medical records and date of essure removal were provided. New adverse events were added: skin rashes in the forms of hives and rosacea, multiple joint pains, chronic lumbar pain, hypothyroidism , asthenia with dyspnea, bloating, pains compatible with fibromyalgia, dental problems, cognitive deterioration, panic attacks, low mood, insomnia, loss of libido, vision loss, menometrorrhagia with shortened cycles, dyspepsia and irritable colon, difficult to loss weight, pain on deep palpation in the epigastric and hypogastric regions, frequent nausea, allergic reactions, fatigue, ear disorders, dizziness, tingling of limbs, joint swelling, amnesia, peripheral swelling , hyperactive bladder, frequent urination, dyspareunia, anxiety, dysuria, headache, gluteal pain, myofascial pain, attention disorders. Drug to treat adverse events was provided and outcome to adverse events were updated and final reported was unticked. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain/ pain on deep palpation in the epigastric and hypogastric regions'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations') and genital haemorrhage ('bleedings') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2007, normal newborn (by spontaneous delivery, weight at birth 4000 g, breastfed; regular development in infancy.), menarche (when she was 12 and with regular menstrual cycles.), surgical menopause (she was 51.), multigravida, parity 3 (three spontaneous births at term in 1999, 2003 and 2008.), smoker (from age 16 to 30 years.), diet failure, exanthema, contraindicated product administered (oral contraceptives contraindicated.) And postpartum venous thrombosis. Denies allergies to medicines. Previously administered products included for hypothyroidism: tyrosina 100; for an unreported indication: dibase. Concurrent conditions included dietary control, nickel sensitivity, allergy to metals and allergy to metals. Family history included non-hodgkin's lymphoma (patient´s mother), hypertensive (patient´s father) and colon cancer (patient´s father). In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain / chronic lumbar pain / slightly lordotic increase of lumbar spine / right lumbar pain from calculus in the right pyelum"), arthralgia ("joint pain (knees, hands, feet and arms) / pain in right leg / left leg pain / pain in right foot"), nausea ("nausea / frequent nausea"), vomiting ("vomiting"), alopecia ("loss of hair / hair loss"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("decrease of libido / loss of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight "), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing) / "), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), rosacea ("skin rashes in the forms of hives and rosacea"), urticaria ("skin rashes in the forms of hives and rosacea"), fibromyalgia ("fibromyalgia symptoms / pains compatible with fibromyalgia"), hypothyroidism ("gradual worsening of hypothyroidism"), asthenia ("profound asthenia with dyspnoea at minimum effort / mental and physical asthenia"), dyspnoea exertional ("profound asthenia with dyspnoea at minimum effort"), abdominal distension ("general bloating"), device breakage ("dental problems with broken dental bridge with subsequent mandibular contracture"), trismus ("dental problems with broken dental bridge with subsequent mandibular contracture / lockjaw"), cognitive disorder ("clear cognitive deterioration / slower mental processes"), panic attack ("panic attacks"), depressed mood ("low mood / deflated mood / significant reduction of self-esteem"), micturition urgency ("urgent urination"), pollakiuria ("hyperactive bladder / frequent urination"), dyspareunia ("dyspareunia"), blindness ("vision loss"), menometrorrhagia ("menometrorrhagia with shortened cycles"), polymenorrhoea ("menometrorrhagia with shortened cycles"), dyspepsia ("dyspepsia"), irritable bowel syndrome ("irritable colon"), weight loss poor ("impossible weight loss in spite of attention to diet"), anxiety ("state of anxiety"), musculoskeletal pain ("valleix phenomena in gluteus (maximus and medius) on the right ++ / right gluteal pain with multiple disc protusions"), dysuria ("dysuria"), headache ("headache"), myofascial pain syndrome ("myofascial pain") and disturbance in attention ("attention disorders") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with citalopram and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, nausea, vomiting, tooth loss, hypersensitivity, food intolerance, syncope, insomnia, loss of libido, tachycardia, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, dizziness, migraine, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown, the groin pain, arthralgia, alopecia, affective disorder, depression, paraesthesia and hypothyroidism was resolving, the back pain, amnesia, asthenia, cognitive disorder, depressed mood, pollakiuria, musculoskeletal pain, dysuria, headache, myofascial pain syndrome and disturbance in attention had not resolved and the fatigue, weight fluctuation, urticaria, fibromyalgia, abdominal distension, trismus, panic attack, dyspepsia, irritable bowel syndrome and weight loss poor had resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, blindness, cognitive disorder, cystitis, depressed mood, depression, dermatitis, device breakage, disturbance in attention, dizziness, dyspareunia, dyspepsia, dyspnoea exertional, dysuria, ear disorder, fatigue, fibromyalgia, food intolerance, genital haemorrhage, genital injury, groin pain, headache, hyperhidrosis, hypersensitivity, hypothyroidism, insomnia, irritable bowel syndrome, joint swelling, loss of libido, menometrorrhagia, menstruation irregular, micturition urgency, migraine, musculoskeletal pain, myofascial pain syndrome, nausea, panic attack, paraesthesia, peripheral swelling, pollakiuria, polymenorrhoea, rosacea, syncope, tachycardia, tooth loss, trismus, urticaria, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight fluctuation and weight loss poor to be related to essure. The reporter commented: that citalopram also caused loss of libido. She also reported that the first symptoms had appeared on the end of 2009 affecting primarily the digestive tract, then dermatological, hematological, dental, endocrinological and then psychiatric-psychological and also reported phoniatric changes. She also reported that postoperative course (total hysterectomy with bilateral salpingectomy) was normal. The patient currently maintains a situation of mental and physical well-being which evidently benefited from the intervention to remove the devices via hysterectomy and that immediately after removal, the majority of the health problems progressively disappeared. Mentioned changes in endocrinological conditions (thyroid and parathyroid). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Biopsy cervix - on an unknown date: cervical intraepithelial neoplasia 3 diagnosis. Hysterosalpingogram - in (B)(6) 2009: outcome of bilateral tubal closure and essure in place. Physical examination - on an unknown date: multiparous external genitals regular, skin of genitals unaffected by inflammatory disease. Vagina regular with vault well attached and well suspended. Uterine appendage sites free, currently no discharge, abdomen soft and non-tender.. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer or health professional is not possible. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("acute abdominal pain"), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations") and genital haemorrhage ("bleedings") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Further company follow-up with the lawyer or consumer is not possible. Amendment: the report was amended on 14-jan-2019 for the following reason: event swelling of hands and ankles was split in two events for coding purposes (different concepts), peripheral swelling and joint swelling. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.